Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, in an explant kit, inside original container jar submerged in clear solution, visual analysis showed all leaflets were flexible and appeared intact. Signs of minor creasing were observed on the leaflets, conditions attributed to crimping and recapturing. Leaflet 1 and leaflet 3 were in the closed position while leaflet 2 appeared partially open. All commissures were intact. The valve was submerged in warm saline to reset the frame from any prior compressed used condition. The validated production inspection fixture frame fixture 29mm, was used to confirm the frame size diameter by inserting the inflow crowns in the white area between the black limits. Analysis confirms the frame size diameter met the requirements for a 29 mm size valve. The valve was placed in a cold saline bath to perform loading simulation. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the event, the valve was deployed in a warm saline bath by rotating the deployment knob exposing the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was fully deployed and appeared to exhibit complete dilation; no anomalies were noted. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. In this case, no pre-implant balloon dilation was performed until after the valve constrainment occurred. The product analysis did not find any anomalies with the valve and per the physician, calcification and/or leaflet fibrosis contributed to the constrained valve. The most likely cause for the incomplete expansion was a patient-related condition. Per the IFU, the bioprosthesis size must be appropriate to fit the patient¿s anatomy. Proper sizing of the device is the responsibility of the physician. In this case, a larger valve was used after a 29mm valve was initially used and was severely constrained. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, into a patient with low flow gradient and light to moderate leaflet calcium, the valve was severely constrained at 80% deployment. The valve was withdrawn and a pre-implant balloon aortic valvuloplasty (bav) was performed. The measurement for the 29 mm valve at the annulus showed 14% oversizing. It was decided to implant a 34 mm valve rather than a 29 mm valve. Per the physician, calcification and/or leaflet fibrosis contributed to the constrained valve. No adverse patient effects were reported.